Event description:
The customer reported via phone call that they had differences between sensor glucose and blood glucose readings. Customer stated that they were not being alerted when the sensor glucose is low. Customer stopped wearing it on thursday and tried call their trainer for help. Customer tested their blood glucose at 39 mg/dl and their sensor glucose was 66 mg/dl. Customer had a sensor glucose reading of 44 mg/dl and a blood glucose of 75 mg/dl at another time. Customer will call back for assistance when they are at home in order to run a test plug procedure on the transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.